Event description:
It was reported that the ilet pump generated alert 38 indicating a motor stall that recurred after an initial restart cleared the bell; the user subsequently performed a dry run successfully and was advised to complete a supply change with new supplies, and the pump also displayed an insulin set expired alarm that was cleared by filling the cannula. No clinical signs, symptoms, or conditions reported during the event. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a mechanical problem consistent with a consecutive stalled motor. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.